Event description:
Customer writes: my grandmother used an electric wheelchair to get around. She was twice injured by standing, and reaching for an object, then accidentally bumping the control mechanism. This cause the chair to lurch forward, and injure her.